Manufacturer narrative:
Section event date: correction . Section d4 and h4: additional information manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no product was returned for evaluation. Additionally, a correlation between heartmate ii lvas and the reported elevated ldh and suspected thrombus could not be conclusively established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until ultimately undergoing a pump exchange on (B)(6) 2020 (reference MFR # 2916596-2020-00506). The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump exchange is reported under MFR # 2916596-2015-02366. The patient's bleeding issues are reported under MFR #'s 2916596-2015-02366 and 2916596-2020-00934. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for suspected thrombus. Of note, the patient underwent a pump exchange in (B)(6) 2015 due to suspected thrombus and her lactate dehydrogenase (ldh) levels never normalized. The patient had been maintaining ldh levels around 1000 u/l since her exchange and it was thought that she developed a thrombus almost immediately following exchange. The patient also had a history of heparin induced thrombocytopenia with thrombosis (hitt) and a significant bleeding issue with her menstrual cycle that required transfusions which left her with a lot of coumadin holds that contributed to her clotting issues. Upon admission on (B)(6) 2016 the patient had heart failure symptoms and reported hematuria, however, hematuria was not confirmed with urinalysis which was negative for blood. The patient had an ldh level of 1527 u/l and a plasma free hemoglobin level of 19.5 mg/dl. The patient was treated with bivalirudin due to a heparin allergy. The patient's ldh did not respond to bivalirudin although her symptoms improved and she was discharged with an ldh of 1769 u/l.